Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device could not be opened after application to tissue. The tissue was resected with scissors to remove the device.

Manufacturer narrative:
(B)(4). Date of initial report: 05/11/2016. Date of follow-up report: 07/12/2016. One used lf1537 was received for evaluation. Visual inspection of the returned device found it was locked closed, confirming the customers report. Further examination found the issue was due to broken latch tines within the handle, causing the device to jam. However, the investigation could not determine when or how the latch tines were damaged, and the root cause is unknown. Conditions during use such as rough use or multiple uses can contribute to this type of damage. The manufacturing process has also been updated since the release of this lot to further mitigate this issue. Review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.